Event description:
It was reported that the anchor broke during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design: inserter/implant not compatible with guide; inserter material/design too weak; inserter shaft cannot bend around curved guide; guide mouth not designed to grip bone; guide not able to be gripped tightly. Process: inserter, implant, and/or guide manufactured out of spec; anchor not assembled properly to inserter. Application: excessive force impacting inserter; movement of guide out of orientation; guide buried into bone. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during surgery.